Event description:
The pt had an 18 gauge acuvance plus IV placed in the left antecub vein in the periop area to renal transplant surgery. The next day, the nurse removed the IV and the catheter sheared off at the hub of the IV. An interventional radiologist was able to locate the catheter by x-ray without having to use contrast on a newly transplanted pt. The catheter fragment was in a clotted area just distal to the insertion site on the antecub. Per risk mgmt at the facility, the catheter has been removed with no further pt issues.